Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter compared to an unknown laboratory method. The serial number of the coaguchek meter was not provided. At 12:30 pm the laboratory result from a venous sample was 2.5 inr. At 12:45pm the result from the meter was 1.5 inr. No further information has been provided at this time but further details have been requested. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.